Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an occlusion false alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the occlusion false alarm was determined to be damage to the door latch. To correct the condition, the door latch assembly was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent. This is a product not distributed in the us but is same or similar to a device marketed in the united states. The 510k number is not available.